Manufacturer narrative:
Date of this report: 6/5/1998. Eval summary: mentor microbiology dept has provided info on sterility lot for implanted devices indicating that they met all sterilization parameters required to provide a 10e-6 sterility assurance level prior to release for distribution. Product eval concluded reported possible infection occurred from source other than devices. Based on info provided, product eval concluded complaint of postoperative hematoma in pt's left breast may have been the result of inadequate transient hypertension. Undue pressure on tissue located over device or trauma to surrounding tissue located over the device or trauma to surrounding tissues may lead to thrombosis, breakdown of skin over device, and subsequent exposure and extrusion. Extrusion is know complication associated with these devices and is referenced in current product insert data sheet. Devices associated with these complaints appeared intact.

Event description:
The pt was bilaterally implanted with smooth saline mammary prosthesis on 12/11/97, subsequently the pt experienced a hematoma in the left breast and extrusion of the right device. The devices were removed on 12/19/97.